Event description:
Customer reported receiving an error 4 when a test strip was inserted, and a battery and booklet icon appeared on the display of their freestyle blood glucose monitor. Although, the customer did not report unit of measure change, the meter could be exhibiting signs of the memory overwrite malfunction. Customer also reported "feeling very weak and wanted to lay down". Customer stated she drank orange juice and ate tangerine to counteract her symptoms. There was no report of third party medical intervention, death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.